Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device has no power. This is report 1 of 1 for complaint (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). The service history review reported: the customer called in a service request for this item on (B)(4) 2014 for a "device that has no power." During the previous 6 months, the item was returned on (B)(4) 2014 due to trigger / slider blocked, jammed. The investigation is based on the service & repair record received. The device failure reported by the customer could not be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service history review shows that a previous service condition from (B)(4) 2014 which is not relevant to the current complaint issue. The service technician did not take any action. The device has not been serviced (repair/maintenance), because no failure could be identified. During the pre-repair diagnostic assessment the service technician identified the following: no failure identified. The probable root cause of the event was determined to be no failure identified.. The device was returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.